Event description:
Report of explant of device system due to "pump pocket infection-infected pump pocket after hip replacement" received per annual device tracking report. Follow up with hcp revealed pt experienced meningeal signs and symptoms. The primary site of the infection was the device pocket. A culture was obtained of the csf and tested positive for "gram +cocci." The pt was treated with IV antibiotics and explant of the device system. The infection resolved. Pt risk factors included debilitated status and malnutrition or extremely thin.